Event description:
It was reported that the reverse and medium speeds do not work on the hand piece for battery powered driver field equipment unit. The unit was pulled from hospital due to performance issues during weekly audit. There was no patient involvement.

Manufacturer narrative:
Part: 05.000.008; synthes lot: 008119; supplier lot: 008119; release to warehouse date: 09 march 2022; supplier: (B)(4). No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that the reverse and medium speeds do not work on the hand piece for battery powered driver. The repair technician reported recording error, cracked contact plate, damage and discolor pin, discolor wires, vent, debris on barrier, rust on motor and reverse function work intermittent. Device failed in cosmetic test. Replaced grinding bearings upon re-assembly. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.